Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - lead defective.

Event description:
It was reported that the right atrial lead was defective. The lead was removed and replaced.